Event description:
Title: epidural failure. Anesthesia was called to see a patient regarding downstream occlusion of an epidural. [The device was implanted on the day of surgery. The surgery date is not provided. The epidural had worked initially, prior to this occlusion.] It was evaluated, was unable to be flushed. Dressing was removed, slowly withdrawn. A fold in the catheter was found. [It is thought that the kink was located internal to the skin. It does not appear that the kink was found until the catheter was removed and examined.] The removed tip was completely intact. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.